Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient had the concurrent procedures of a cystoscopy, removal of iud, removal of left ovarian cyst, and btl performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion, the patient experienced pain, urinary/bowel problems and bleeding. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/17/2016.